Event description:
Patient admitted with a fever. Has drainage from a central venous pressure line at the "rt. Internal jugular x 1 month." Blood cultures + for gram positive cocci, methicillin resistant staph, atrial and ventricular pacing electrodes were explanted. No signs of infection at pacemaker pocket but cultures taken of tips of electrodes. Negative after one day. Concerned for endocarditis.